Manufacturer narrative:
Based on the information provided and given that the parts were not returned, a definitive cause for this failure could not be determined. It is possible that the implant selected was too large for the disc space and thus failed to deploy. However, with the information provided this cannot be confirmed. Additionally, based on the results of the investigation there was no evidence to suggest that manufacturing issues caused or contributed to the reported issue. It is noted that the physician attempted to remove the shell and was unsuccessful. It is captured in (B)(4) that an unlocked implant or implant without a shim should never be left in a patient and the stm cautions that removal of the shim from the implant assembly for any reason requires removal of the shell and replacement with a new shell. Although no patient harms were reported, a complaint where a shell without any shim was left in place has caused or contributed to a serious injury. Therefore, it was determined that this complaint does meet the definition of reportable event and this complaint was updated with the MDR submission. No further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.

Event description:
On sep 7th, it was reported to accelus, that during a case, the implant failed to deploy. The surgeon tried multiple times to adjust the cage, with the inserter and used the checker but it still read as unlocked. He wanted to replace the cage with a smaller cage. The doctor didn't want to collapse the cage since it was 95% expanded but couldn't get the last 1-2mm to lock position. Then went ahead to remove the shim with the removal tool, which came out. The went to use the shell removal tool and it broke the shell. Then tried to remove it with a new guide pin to try to pull out the shell. Then used pituitary to try to remove the shell but was unsuccessful. Shell did not come out, it remained, and the doctor added additional bone graft. No patient harm was reported as a result of this issue. A 30-minute procedural delay was reported when the complaint entry form was completed and submitted on 18 oct 2023.